Event description:
Eight patient samples with discrepant glucose results. Units of measure mg/dl. Initial result 8.6, repeat 12.7; initial result 5.1. Repeat 9.4; initial result 9.1, repeat 13.5; initial result 5.3, repeat 9.7; initial result 5.5, repeat 9.6; initial result 6.1, repeat 10.2; initial result 6.0, repeat 10.1; initial result 3.7, repeat 8.0. If additional information is received, appropriate notification will be provided.